Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the luer lock. Customer¿s blood glucose (bg) was 600 mg/dl. Elevated bg was addressed by a bolus via the pump. Customer subsequently went to the emergency room for the elevated bg and received intravenous saline and insulin. Customer was discharged 4 hours later with the issue resolved and no permanent damage. Customer loaded a new cartridge to address the issue.